Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the cadiere forceps instrument was not holding onto tissue tight. It had a loose grip, and it was "dropping stuff." The procedure was completed with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information on (B)(6) 2024: there was no fragments or injury.